Event description:
Account stated that the head section will not go up. He has replaced the head up and head down valve but the problem returned. He replaced the hydraulic manifold to repair this bed.